Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th july, 2022 getinge became aware of an issue with one of our surgical light ¿ volista standop 600. It was claimed with the issue of paint peeling from fork, what was confirmed by the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2016-08-24. Corrected h4 manufacture date: 2016-09-07. Getinge became aware of an issue with one of our surgical light ¿ volista standop 600. It was claimed with the issue of paint peeling from fork, what was confirmed by the photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since appearance of paint peeling could be considered as technical deficiency, and in this way devices contributed to event. It remains unknown whether the affected device was or was not being used for patient treatment or diagnosis when the event occurred. When reviewing reportable events for this type of issues we were able to establish that the received incidents with paint peeling are occurring at low ratio. As stated by subject matter expert at the manufacturing site, the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (IFU 01781 en 16, pages 38-39) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).